Manufacturer narrative:
Additional narrative: additional information indicated that the catheter was placed following a surgical procedure in (B)(6) (2017) and replaced in (B)(6) (2017) due to the catheter and urine being stained with a violet color. No additional information has been provided. Investigation ¿ evaluation: a review of documentation, instructions for use (IFU), and specifications was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that the patient's catheter and urine were stained with a violet color, so the catheter was exchanged. This is a possible indicator of a urinary tract infection (uti), so the customer has been asked if the patient had an active uti, and whether it began before or after the device was placed. A response has not been received, so this information is still unknown.